Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device display screen blanks out. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer reported that the device bezel has torn/damaged button.there was no reported patient involvement or adverse patient impact.